Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: an evaluation was performed on the returned device. As per received condition of the device, the adjustable distractor device was received missing one of the pins which connects the movable arm to the device. The anterior cervical fusion (acf) system is a set of instruments and spacer implants used for anterior fusion of the cervical spine. The applicable technique guide was reviewed. The adjustable cervical distractor permits intervertebral distraction for access to the cervical spine and the articulated arms keep mechanism away from working area. The instrument set includes two adjustable distractors, left 396.395 and right 396.396 for any of the sided approach chosen. In conjunction with distractor pins (u44-640-14)the surgeon distracts the cervical spine prior to the discectomy and endplate preparation. Upon examination of received instrument 396.395, lot a7oa14, the reported condition that ¿the pin broke causing the adjustable cervical distractor¿s leg to break off¿ was confirmed. The adjustable distractor device was received missing one of the pins which connects the movable arm to the device. The applicable drawings were reviewed and the design was found to be acceptable for the application of this device. The material was reviewed and found adequate for the device's intended use. This particular instrument was released from the warehouse in january of 2010, and there have been no design changes since then, the material of the pin has however changed. In conclusion, it is plausible that corrosion played a part in the translator strut fracture, as this leds to a decrease in strength of the pin and mobility of this joint, and when force was applied, the pin fractured rather than have the arm pivot about it. This complaint is confirmed from a product development perspective. However, the material of the pin has been changed to a more corrosion resistant type of stainless steel since the release of this part and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two items that broke in routine maintenance. For the first item, the sales consultant states the pin broke causing the adjustable cervical distractor¿s leg to break off. The second items threading at the tip of the matrix holding sleeve is starting to separate. No patient was involved. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.